Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. (B)(6). H3/h6: one device was received. Functional testing could not be duplicated the customer's complaint. Visual test found damaged downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No issues were found in the event history log. The exact cause of the issue was not determined by the investigation. The dso seal was replaced.

Event description:
It was reported that there is no alarm in occlusion, purge impossible. There was unknown patient involvement.